Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of returned device found post-fracture damage obscures any artifacts that may suggest a failure mode and origin.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to the tibial tray taper shearing off.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."